Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the first half thyroidectomy procedure, the tip did not open and there should not be so much sticking of the tissue. The number of times of cleaning was about the same as usual, after that, the operation was performed without using a new device. The trigger moved smoothly and the jaws also opened. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The device was detected by both generators. The device opened and closed normally. The knife function was tested successfully. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The provided information was not adequate to determine if the device met specification. The picture showed a device with eschar on the jaws. The reported condition was not confirmed. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The product was not returned and no failure mode was identified. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product was not returned. The provided information was inadequate to determine a root cause. If information is provided in the future, a supplemental report will be issued.